Event description:
On (B)(6)2022 getinge became aware of an issue with one of surgical lights - hled. It was stated the satellite cover has fallen during operation. It did not fall onto the patient or staff, so no one was injured. Besides it was confirmed by photographic evidence the label was torn. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On 30th november, 2022 getinge became aware of an issue with one of surgical lights - hled. It was stated the satellite cover has fallen during operation. It did not fall onto the patient or staff, so no one was injured. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
Initial reporter was customer clinical engineer. The unique identifier (UDI) # information is not available since the device was manufactured before september 2016. The correction of b5 describe event and problem, d4 serial #, h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain, h6 medical device ¿ problem code and h6 component codes fields deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 30th november, 2022 getinge became aware of an issue with one of surgical lights - hled. It was stated the satellite cover has fallen during operation. It did not fall onto the patient or staff, so no one was injured. Besides it was confirmed by photographic evidence the label was torn. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury. Corrected b5 describe event and problem: on 30th november, 2022 getinge became aware of an issue with one of surgical lights - hled. It was stated the satellite cover has fallen during operation. It did not fall onto the patient or staff, so no one was injured. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury. Previous d4 serial # (B)(6). Corrected d4 serial # (B)(6). Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer. Corrected h3c if other provide code - explain: n/a. Previous h6 medical device ¿ problem code : mechanical problem/detachment of device or device component//2907 / material integrity problem/degraded/peeled/delaminated/1454. Corrected h6 medical device ¿ problem code : mechanical problem/detachment of device or device component//2907. Previous h6 component codes : mechanical/cover//772 / mechanical/label//862. Corrected h6 component codes : mechanical/cover//772. Getinge became aware of an issue with one of surgical lights - hled. It was stated the satellite cover has fallen during operation. It did not fall onto the patient or staff, so no one was injured. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. The device was being used for patient treatment upon the event occurrence. According to the information gathered, the issue was discovered during operation. The suspension fall cover is due to the breakage of its 2 fixation screws. The reason of this breakage remains unknown but the most likely root cause is a lateral collision with another device. Nevertheles because of their fragility, an ecr (engineering change request) was created in march 2010 and since july 2010 these screws fitted on these device are now in metal. This is the first incident reported since that time. Besides, this failure has been evaluated in the hhe meeting of feb-2023, and it has been considered that no hhe was necessary for this issue. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.